Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump was unable to confirm alarm in alarm history screen due to overwritten history file. The insulin pump alarmed intermittent during rewind due to corroded motor home switch noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer called and reported he received a motor error alarm on the insulin pump during rewind. The customer's blood glucose level was 167 mg/dl. During troubleshooting, it was stated the insulin pump had alarmed with motor position encoder error. At the time of this report, customer's blood glucose was 127 mg/dl. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.